Manufacturer narrative:
Evaluation: results: probe wipe block. (B)(4).

Event description:
Customer reported to beckman coulter, inc (bec) that when he loaded the tubes on the coulter act diff 2 analyzer (act diff 2) in close mode, there was a drop of blood and diluent on the cap. Bec customer technical specialist (cts) instructed the customer to replace the probe wipe block to resolve the leak issue. Customer reported that start-up passed after the repair. Customer reported that he ran a few samples and had no drops on the tubes. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment.